Event description:
It was reported that the unit was sent to for general check/evaluation and repair if necessary. No product problem indicated. No patient consequence.

Manufacturer narrative:
Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was returned to the international service center. Based upon the inquiry information received, visual and functional examination, the unit was found to require; physical damaged case upper replaced, unit calibrated, unit modified according to guideline of manufacturer, fastening material exchanged, and the rotational and translational cables were replaced. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint information is trended on a regular basis to determine if further investigation is warranted.